Event description:
It was reported that review of session records revealed oversensing of noise on the rv and atrial leads. The noise was reproducible in clinic with isometrics and pocket manipulation. Patient was asymptomatic. At explant, the physician suspected externalized conductors. Based on the review of the fluoro view provided to st. Jude medical, the conductors do not appear to be externalized. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found at 7.7-8.6cm, 7.7- 8.0cm, and 10.7-11.0cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was noted at 34.3-34.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was found at 18.1-19.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.